Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 535cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. As a result, replacement with a new 535cc mentor memorygel breast implant on (B)(6) 2022.

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformance's were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).